Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen, cvc catheter for analysis. Signs of use, including biological material, were observed on the catheter body. Visual inspection indicated no defects or anomalies were observed. The catheter body length from the juncture hub to distal tip measured 216 mm, which is within specification limits of 207-227mm per catheter product drawing. The outer diameter of the catheter body measured 2.39 mm, which is within the specification limits of 2.36-2.46 mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. No leakage or blockage was observed in the proximal or distal lumens. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.16) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no leaks were detected. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter body was not confirmed through investigation of the returned sample. Both lumens passed functional leak testing performed per iso 10555-1. The returned catheter passed all visual dimensional requirements and a device history record review was performed with no relevant findings identified to suggest a manufacturing issue. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, a patient underwent ultrasound-guided double-lumen central venous catheterization in the ultrasonography department. Pericatheter fluid leakage was observed immediately after catheter placement. The catheter was removed and reinserted, after which the leakage ceased." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "on (B)(6) 2025, a patient underwent ultrasound-guided double-lumen central venous catheterization in the ultrasonography department. Pericatheter fluid leakage was observed immediately after catheter placement. The catheter was removed and reinserted, after which the leakage ceased." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).